Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were one or two devices involved in this event?: it is reported 1 device. No further information will be provided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mdz593 batch number, and no non-conformance's related to the reported complaint condition were identified. It was reported assembly missing component / incorrect quantity. An empty opened foil, an empty labeled winding former and a needle-suture of product code sxpp1a201, lot mdz593 were returned for analysis. During the visual inspection of the opened sample, no mismatch in the quantity was found since the quantity required for the product code sxpp1a201 is of one strand per packet. In addition, the needle-suture was examined and slightly marks on the body of the needle that appears to be by use of surgical instruments was noted. Body fluids on the barbs and one side of the fixation tab was broken. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample, no assembly missing component / incorrect quantity was found. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The event reported the tab was found missing before use. The device returned for evaluation was used and fixation tab was broken. Were one or two devices involved in this event?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and barbed suture was used. It was found that the suture did not have a fixation tab before use. Further details were not provided. There were no adverse consequences to the patient. Upon evaluation of device returned, the fixation tab was found broken.